Event description:
It was reported interaction occurred with a previously implanted device which resulted in an explanted stent. On an unspecified date, a non bsc drug eluting stent was implanted in the left anterior descending (lad) artery. In (B)(6) 2020, a percutaneous coronary intervention was being performed due to no flow from thrombosis in the previously implanted stent. The vessel was predilated and ivus was used to check the vessel, which showed the non-bsc stent to be malposed. The physician decided to deploy a 28 x 3.0 promus elite drug-eluting stent, but the promus elite was unable to pass through the previously placed stent. The physician attempted to pull the promus elite back but was unable to do so. The delivery system and guidewire were removed but both stents dislodged near the aorta. The physician was able to snare the stents and once removed from the patient, it could be seen that the promus elite struts had become stuck in the struts of the malposed stent. The procedure was not completed and the patient was stable. It was further reported that the thrombosed stent was predilated with a 10 x 2.0 m balloon at 10-12 atmospheres (atm) followed by a 12 x 3.0mm nc balloon at 18-20 atm. After the stents were snared, left femoral access was obtained and predilatation was performed with a 20 x 2.0mm balloon at 14atm. Two non-boston scientific drug eluting stents were implanted overlapping and post dilated with a 8 x 4.0mm nc quantum apex balloon at 18atm. Good result was achieved with no residual lesion and timi-iii flow established. The patient was hemodynamically stable and shifted to the critical care unit for observation.

Manufacturer narrative:
The promus elite ous mr 28 x 3.00mm stent delivery system (sds) was returned for analysis without a stent. The balloon was reviewed via scope and did not appear inflated/deflated with folds tightly wrap and crimped stent markings on balloon. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Examination of the tip via scope found damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. There was bunching/accordion of the distal inner 65mm proximal to distal end of tip and stretching of the shaft polymer extrusion 4mm proximal to the port weld. The device could not be loaded onto a 0.014 guidelwire due to the distal inner damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6) years or older.

Event description:
It was reported device interaction occurred which resulted in an explanted stent. On an unspecified date, a non bsc drug eluting stent was implanted in the left anterior descending (lad) artery. In (B)(6) 2020, a percutaneous coronary intervention was being performed due to no flow from thrombosis in the previously implanted stent. The vessel was predilated and ivus was used to check the vessel, which showed the non-bsc stent to be malapposed. The physician decided to deploy a 28 x 3.0 promus elite drug-eluting stent, but the promus elite was unable to pass through the previously placed stent. The physician attempted to pull the promus elite back but was unable to do so. The delivery system and guidewire were removed but both stents dislodged near the aorta. The physician was able to snare the stents and once removed from the patient, it could be seen that the promus elite struts had become stuck in the struts of the malapposed stent. The procedure was not completed and the patient was stable.